Event description:
The rptr stated that they did meter to lab comparison tests, twenty minutes apart. Rptr's meter reading was 152 mg/dl, and the lab test result was 400 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. No harm was alleged. Attempts to contact the rptr for further info have not been successful.